Event description:
The customer reported that following an adenotonsillectomy procedure, the dr noticed burns on the pt in the areas of the lower lip and mouth, left side of tongue, and left side of the chin. The burns were in the shape of the (B) (4) retractor. The pt had to be admitted. Surgical repair may be necessary. The surgeon inadvertently pressed the activation button while trying to cover the suction hole.

Manufacturer narrative:
(B) (4). The incident device was discarded by the customer and is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.